Event description:
It was reported that during a da vinci-assisted gynecology diagnostic laparoscopy surgical procedure, the force bipolar instrument jaws stopped opening and closing. Upon inspection it was noted that the jaws were damaged. The broken endowrist would not come out of the trocar. The surgeon had to manipulate with a prograsp instrument to assist getting the force bipolar through the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was not fault on the system. The target tissue was the endometriosis. The jaws were not stuck on tissue when the issue occurred and there was no adverse effect to the tissue. There was no bleeding. The procedure was completed with the robot, it was the end of the procedure and the customer was taking the instruments out. The customer was unable to take instrument out of trocar. The customer had to grasp the endowrist to assist getting into the trocar. There was a portion of the instrument that kept getting caught on the trocar, hindering the instrument from being removed. There was no collision with other instruments or tools.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a bent grip, causing misalignment of the grips. The offset at the tips was .033". The grips were not found to be cracked. Additionally, the instrument was found to have damage to the conductor wire's insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found the bent grip could have pinched and contributed to the damaged insulation.